Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe foreign matter ¿ insect. This occurrence is related to a contamination during syringe production process. The operators will be notified from this complaint. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.